Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse confirmed the 311 errors in the logs indicating the software had converted to a non-clinical version. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the software converting to a non-clinical (golden image). This issue can be resolved by having the fse reprogram the system. This issue is also captured in the clinical risk analysis, gen5, system ((B)(4)) via risk ID (B)(4).

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the system keeps faulting out. Tse reviewed the live logs and found 297 and 307 faults for both consoles. Prior to calling in csr hard power cycled the entire system and faults came back. Tse had him connect only the patient cart and vision cart and it powered up fault free. Then tse had him try both consoles by themselves with the system and both had 307 and 311 faults. Customer wasn't sure what they were going to do for the case when they hung up. The blue fiber cables have blue led for the consoles at the vision tower, but no blue led at the console connection. The procedure was converted to laparoscopic surgery.